Event description:
It was reported that bd alaris smartsite needle-free valve was disconnecting the following information was received by the initial reporter with the following verbatim: PICC placement room, the connection is disconnected during exhaust, there are photos, and the sample can be returned need a green claim settlement, a complaint response letter, and a complaint acceptance letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in adverse event & prod prob (b) investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 23125395. The customer reported that the ""PICC placement room, the connection is disconnected during exhaust". As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where the female luer adaptor (fla) of the smartsite had broken off and separated from the body. No further information was available regarding the sequence of events leading to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23125395 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
Additional information: the joint of 2000e was broken, the customer feedback is that when the package is opened, it breaks when it is vented, and there is no other link.